Event description:
It was reported that a home patient had a high drain alarm 104 (indicating the patient drained greater than (B)(6) of the maximum prescribed cycle fill volume) which occurred on a homechoice device after use. It was reported that the patient does manual fills of 2500ml prior to connecting to the cycler and allows the cycler to drain manual fill during the initial drain. It was reported that the patient drained 269ml before the homechoice moved on to therapy. Total ultrafiltration equaled 2869ml, cycle four ultrafiltration equaled 3187ml, cycle three ultrafiltration equaled 8ml, cycle two ultrafiltration equaled 24ml, cycle one ultrafiltration equaled (-350ml). Tidal total volume equaled 10l, tidal total equaled 9, fill volume equaled -2.5l, tidal equaled 85%, total ultrafiltration equaled 100ml and last fill volume equaled 0ml. The technical service representative explained the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.